Manufacturer narrative:
Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. This is the first one of three reports, which relates to the first device. On april 18, 2019, olympus medical systems corp. (Omsc) found the following in addition to the reported event. The coating for electric insulation of the probe and the grasping section was partially missing. This is the report regarding the breakage of the probe, and the missing coating for electric insulation of the probe and the grasping section. The probe was broken off at 10 mm from the distal end. The fragment was not returned. There was scratch on the probe. The coating for electric insulation of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked and the coating for electric insulation of the probe was damaged when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The above device handling has warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lower anterior resection, four devices were used. The probe of the first device was broken off outside the patient. The user exchanged the first device for the second device and continued the procedure. The tissue pad of the second device was separated. The user exchanged the second device for the third device and continued the procedure. Seal & cut short circuit error occurred. The intended procedure was completed with the fourth device. There was no patient injury reported. This is the report regarding the breakage of the probe.